Event description:
Patient reported that disposable chemical ice-cold pack burst. Patient had been using these during post-op period and placing under lower extremity (calf-knee) area. This pack had been applied and had warmed by the 20 minute mark. Patient fell asleep and awoke because bed was wet.